Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient underwent the permanent scs system implant procedure on (B)(6) 2016. After the patient was closed, x-rays showed the lead had flipped due to the patient's anatomy. As a result, the patient's lead was removed and replaced with a different model lead. The issue was resolved by surgical intervention.